Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate of MFR number 0001825034-2019-00600.

Event description:
Upon reassessment of the reported event, this report should be voided as it was determined to be a duplicate.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that patient underwent a procedure utilizing a meniscal repair device. When doctor attempted to fire the maxfire marxmen, it failed to deploy the device. No adverse events have been reported as a result of the malfunction.